Event description:
Cooling blanket x2 both were defective (leaking on the anterior aspect of the device). Appeared to be punctured hole and leaking cold fluid. Temperature probe attached to the blanket was also loosely fitted and thus device did not provide accurate temperature recording.